Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 37 mg/dl. The customer was treated with sandwich and food. Customer also reported via phone call that he had a sensor anomaly on the insulin pump. The customer was advised once blood glucose is up and stable to go ahead and update sensor. Customer was advised to monitor blood glucose and speak with healthcare provider regarding settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.